Manufacturer narrative:
(B)(4). The complaint device was returned. The reported separation and prolapse of the guidewire were confirmed although physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the patients anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the subclavian artery. The bmw universal ii guide wire was advanced with some resistance, but could advance to the target lesion. At the target lesion, the guide wire was doing a loop in the mid aorta artery, and an attempt was made to straighten the tip, but there was a lot of resistance and difficulty torquing the guide wire. The guide wire was removed without resistance from the patient anatomy. Upon removal, the guide wire was noted to be separated; 30 mm of the tip was stuck in the subclavian artery. A snare device was used to retrieve the separate tip. Another bmw guide wire was used to finish the procedure successfully. The patient is doing well. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.